Manufacturer narrative:
Correction: g2 - report source - "foreign" report source should have been marked.

Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in one piece for analysis, with the lead body twisted and the helix stretched, consistent with procedural damage. X-ray examination revealed that the inner coil at the connector region was over-torqued, and some filars were broken, consistent with procedural damage. Electrical testing identified shorting between conductors due to the over-torqued inner coil. The cause of the reported event was determined to be shorting of conductors at the connector region, which is consistent with procedural damage.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited loss of capture. The rv lead was not used and was replaced during the procedure. The patient was stable.